Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 26 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.